Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2015 to capture the reportable event of unspecified reason for mesh removal imdrf impact code f1905 to capture the reportable event of the presence of remnants within the patient, indicating that a partial removal of the mesh was performed. Block h11: the device was not returned for evaluation; therefore, a technical analysis could not be performed. Based on the information available, a conclusion code of caused not established was assigned, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported to boston scientific corporation (bsc) that a bsc mesh had been implanted in the patient. Following implantation of the device, the patient experienced an unspecified injury, which resulted in the partial removal of the mesh. No further details about the incident were provided.